Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v363992, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v378034, implanted: (B)(6) 2011, product type lead; product ID 37651, serial # (B)(4), product type recharger. Analysis of the implantable neurostimulator found no significant anomaly.

Event description:
It was reported that there high impedances of greater than 40,000 on c/9, c/10, c/11, 8/9, 8/10, 8/11, 9/10, 9/11, 10/11. This had occurred during a procedure to change from a primary cell device to a rechargeable one and the surgeon had been unable to fully insert the extension into the implantable neurostimulator (ins). The new ins was attached to the extensions and placed in the pocket which was when all impedance levels but one were read as high. The surgeon had tried removing and re-inserting the extension, backing out set screws multiple times but could feel something ¿blocking¿ the extension from going in all the way. The device was not implanted and a different product was used. With the new ins extensions were inserted and the surgeon was immediately able to tell the difference. Impedance levels on the second ins were all in normal range. The product issue was not resolved and the cause was not determined. The patient was alive with no injury and no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative reported that a health care provider (hcp) had a previous event where the wire would not insert smoothly into the header block. The event occurred on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v363992, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v378034, implanted: (B)(6) 2011, product type: lead; product ID 37651, serial# (B)(4), product type: recharger. (B)(4). (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.